Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters; upn: m365sc9208150; model: sc-9208-15; serial: (B)(4); batch: 7071518/7071523.